Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had inadequate coverage and a revision would be done on the day of the report. The surgery had been scheduled in the last month prior to the report. Two days alter it was reported that the revision had been done. X-ray determined that the lead was too far lateral. It was originally placed this way at implant and the patient hadn't had effective paresthesia since. It was not possible to place percutaneous leads alongside the paddle lead to get better coverage. The patient was being referred out to a neurosurgeon for a revision. The patient was not receiving effective therapy.